Event description:
It was reported that the quickflash line was inserted into the artery, flashback was seen, and the guidewire was advanced. Difficulty was met feeding the catheter, but it was eventually placed. The clinician also met with difficulty when attempting to remove the needle/guidewire, causing the cannula to "bunch" on the proximal part of the needle closest to the hub. At that time the cannula snapped off at the hub and the procedure was aborted. A small length of catheter was visible outside the pt's skin with the remainder still in the pt's radial artery. The cannula was removed in its entirety using artery forceps. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.